Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening. Loosening occurred at the bone/cement and cement/implant interface. Cement manufactured by depuy.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update recvd 4/12/2016- clinical der states patient was revised to address loosening. Clinical followed up with the site for which component was loose and they sent medical records. There is no new information that effect the current MDR decision. The patient demographics and clinical information will be updated. The complaint was updated on 4/13/2016. Update rec'd 04/13/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient developed pain and swelling. Films of the right knee showed a lytic lesion at the tip of the stem. At this time the insert and patella are being added to the complaint and reported. The complaint was updated on: 05/10/2016.